Event description:
After positioning the device over the aortic bifurcation, the physician encountered difficulty deploying the main body of the stent graft. While pushing on the pusher rod, the front tip separated from the front sheath. The physician was able to remove the entire device without incident. A new device was opened, and the procedure was completed without incident. Patient is doing well.

Manufacturer narrative:
Evaluation of the returned device indicates that the report is consistent with a previous report (MDR#2031527-2006-021), in which incorrect bonding was due to manufacturing variability. Both devices were from the same lot, which has been completely consumed. Review of lot records/work orders, prior reports. The incorrect bonding of one unit was noted in the lot records, which was addressed. Corrective action was implemented. No other similar reports have been received.